Manufacturer narrative:
The suture-passing device was requested but not returned per facility risk mgmt and the two needles involved were retained in the pt, therefore the device could not be evaluated and the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. Due to recent complaints of similar events, a new labeling statement is being released instructing the user as follows: the scorpion needle is intended for single use only. Do not resterilize or reuse the needle. Reuse may cause the needle to fatigue and break, which could cause pt injury. Use of excessive force to pass the needle through thick or hard tissue, and hitting bone with the needle, could cause the needle to break, which may result in pt injury. To avoid needle breakage, reposition and/or reload the device. If the suture-passing device is returned and/or additional pt info is obtained, a follow-up report will be submitted.

Event description:
It was reported that the surgeon was unable to retrieve two needles used in this surgery. The surgeon used a third needle to complete the case. Follow-up with the sale rep and the hosp or resource nurse and risk mgmt contacts reported the facility is unwilling to disclose any further info regarding this case. No additional adverse consequences have been reported from this event. This device is used for treatment.